Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via email that the strings are detaching from the tampons. No injury was reported.

Event description:
Consumer reported via email that the strings are detaching from the tampons. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.